Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. Customer¿s blood glucose level was over 500 mg/dl. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was treated with manual injections and was discharged 9 hours later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.